Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the lead positioning, the helix extended all by itself. The physician tried again to position the lead. Again the helix came out during the positioning procedure. This happened again and again. The lead was then removed and replaced with a new lead. No patient complications have been reported as a result of this event.